Event description:
Caller reported that the t: slim x2 pump battery would not charge and noted issues with the power source and charging connection. Although there was a shutdown, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support decided to replace the pump and instructed the caller on using mdi as a backup therapy to ensure continued insulin delivery. Support also coordinated the shipment of a replacement pump with updated software and provided instructions on how to return the problematic pump.